Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was unable to be recaptured completely, and it was also observed to be deformed. A 20 fr, non-abbott introducer sheath (is) was used, and they were able to remove the ds from the patient's anatomy without any vascular complications. A new 35mm, navitor vision valve was selected for implant using a large flexnav ds. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition.